Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related eve.

Event description:
During second deployment one of the wings broke inside the patient. Occurrence did not change outcome. There was no patient injury or consequence.

Event description:
During second deployment one of the wings broke inside the patient. Occurrence did not change outcome. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). Device was not available for return for examination by an mw subject matter expert although a evaluation: photograph was supplied wherein one of the wings is shown to be broken. Customer was not able to provide lot# but tfx sales history shows it may have come from either lot #3351150000 or 350820000. A review of both device history records was performed. No ncrs for either batch ere noted. Per our mel-100232 all units undergo mechanical tensile testing of weld joints on flexed wings followed by visual inspection, then wings are again activated for suture alignment test followed by manual pressure to each retracted wing and visual inspection for breaks/cracks. Based on the record review and the 100% testing of all units in the lot; it is determined that this complaint is not valid against mw life sciences.